Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: there were no reports of fragments falling during the procedure- thus no follow up imaging was required or obtained.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had a damaged to the tip and was unable to function properly. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have both ears of the distal clevis broken. The broken pieces were not returned, measuring roughly 0.210¿ x 0.275¿ in size.